Manufacturer narrative:
On 12/10/19, it was erroneously omitted to report patient code no code available 3191. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/10/19, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: asymmetry, hypertrophic scar , capsular contracture baker grade ii , acquired deformity and distortion of the breast implant. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 425cc and experienced discomfort, breast pain and rupture on the left breast implant. The patient also experienced bilateral : asymmetry, hypertrophic scar , capsular contracture baker grade ii , acquired deformity and distortion of the breast implants. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 425cc on (B)(6) 2019. This medwatch is for the right breast implant.